Event description:
It was reported that during a sleeve procedure, the device did not load properly on back table. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with a clip caught between the jaws and top shroud. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed eighteen clips as intended and then, one clip with gap was formed. Furthermore, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. No conclusion could be reached as to what may have caused the found clip with gap. The batch history records were reviewed with no anomalies noted during the manufacturing process.